Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 525 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. . Customer was treated with intravenous fluids of saline and insulin, and was discharged the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.